Event description:
The patient reported that eight of their v-go devices have not been adhering for 24-hours and have fallen off. It was reported that devices are available for return to the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation: six devices were received and evaluated in response to the device fell off complaint. Add devices were evaluated. Visual inspection found a moderate amount of adhesive residue remained. Function tests probed the pad and found the adhesive strength to be sufficient. Due to the condition of the foam pad, the original adhesive properties could not be verified. The complaint about these devices cannot be confirmed.